Event description:
The customer reported that the system had no image displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable needs to be replaced. The reported issue is currently under investigation.